Event description:
It was reported that when the device was used during a wedge resection of the right upper lobe of the lung, staple line bleeding occurred. Had to abort endoscopy and convent to an open thoracotomy. Patient experienced pain due to conversion to open. No further patient consequence was reported.